Event description:
Patient was tested on suspect meter, aptt result was 150 seconds. Lab draw was taken, aptt result 82.1 seconds. No treatment was given based off of the suspect meter readings. Account states that the controls were in range.